Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm, vent inop, when in use, will stop providing ventilatory support to the patient. The respironics service technician was unable to duplicate the reported problem during service evaluation, the service technician confirmed a diagnostic code in log history indicating a vent inop occurred due to an exhalation autozero failure. The service technician replaced the three station solenoid as a precaution. Performance verification testing was completed and all tests passed per operating specifications.